Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the patient connector was observed separated from the tubing/bushing. There were markings on the inside of the tubing indicating the patient connector was positioned into the tubing. The cause of the condition could not be determined; however, the assembly between the patient connector and tubing or bushing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a separation between the patient connector and silicone tubing of the transfer set was observed. There was no patient involvement. No additional information is available.